Event description:
Outpatient oncology nurse attempted to access the subclavian placed port for administration of new chemotherapy drug. Port was last accessed for chemotherapy over a period of 3 months starting approximately 6 months ago. Drug administered was taxotere. Patient is not on any clinical trial IV medications. Port has been accessed in the oncology department every month for flushing since this time. On the patient's recent visit, the port could not be flushed. The patient was taken to angiography lab for dye studies. The needle position was verified by fluoroscopy with a small amount of contrast injected. There was extravasation of the contrast, a small amount of contrast noted in the reservoir, no flow through the catheter and leakage of the contrast out through the previous access site prior to contrast study. The port was explanted and replaced. Bard access (manufacturer)notified on 12/27/2005 of this port failure.